Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was not able to rewind the insulin pump. Customer troubleshooting was performed. Customer was advised to that insulin pump required replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 38 during rewind due to jammed motor gearbox.